Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the femoral artery (side not provided for myocarditis. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that thrombocytopenia occurred during impella support. As a result, an unknown number of platelets were transfused. No further information was provided.